Event description:
It was reported that a patient received a vibratory alert. The patient came into the clinic and had the device interrogated. Upon interrogation, there was an alert for hvli out of range greater than upper limit. Dft testing to be certain the device will deliver energy through the coil was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.